Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The device is implanted. The physician expects to find some urethral atrophy under the cuff. The revision surgery will be performed on (B)(6) 2025.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. Visualizing the cuffs under cystoscopy it was realized that the proximal cuff was imminently likely to erode into the urethra. The physician expects to find some urethral atrophy under the cuff. This proximal cuff was removed from the patient's body, leaving him with a single cuff only. No further patient complications reported.

Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted